Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery(rca). As a 3.50 x 12mm synergy ii balloon catheter was being inserted onto the wire outside the patient, no resistance was encountered but the shaft broke at the middle part. The procedure was completed with a different device. No complications were reported.